Event description:
It was reported that the patient experienced an infection at the ipg site. As such, the ipg was explanted and replaced to address the issue. The patient received a new scs system. The infection was treated with antibiotics and has resolved. Note: lead replacement reported under related manufacturer reference number: (B)(4).

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis testing. Production records pertinent to packaging and sterility were reviewed for the returned product and no nonconformances were found. The returned ipg successfully communicated with all lab utilities and there were no anomalies identified that would have existed prior to explant that could have contributed to the alleged issue. Sterility record showed no nonconformances recorded.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.